Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and upon interrogation found to be at end of life (eol). Technical analysis of device data revealed the ICD had a steadily climbing high power condition and was prematurely depleting. Surgical intervention was performed and the ICD was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Initial analysis confirmed the device had no telemetry. The case was removed and the battery was replaced with a power supply. Emission testing noted a location on the high voltage transistor in the pacing switches. This is consistent with a gate oxide failure on the high voltage transistors. As a result, the clinical observation was confirmed.

Event description:
--